Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 450 mg/dl. The pod was worn between 37 and 48 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined.